Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2000: the patient underwent an abdominal sacrocolpopexy, right salpingo-oophorectomy with implantation of a bard flat mesh (#1 and #2). On (B)(6) 2012, the patient underwent visualization and partial explant of the bard flat mesh (#1 and #2) due to vaginal discharge and concern for infection of pelvic mesh. Of note, there was still mesh left attached to the patient's sacrum that could not be reached safely from a vaginal approach. On (B)(6) 2012, the patient underwent total explant of the bard flat mesh due to persistent pelvic mesh infection and vaginal discharge.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00229 for information related to the other bard flat mesh implanted on (B)(6) 2000.